Manufacturer narrative:
We will provide a final MDR once the investigation will be concluded.

Event description:
Revision surgery due to dislocation performed on (B)(6) 2018. Patient reported pain and instability since previous revision surgery, performed on (B)(6) 2017. During previous revision surgery, delta tt cup (code 5552.15.600, lot# 1520147), neutral spacer (code 5885.15.520, lot# 1520674), lipped liner (code 5886.51.158, lot#1611173) and ceramic head (other manufacturer) had been implanted. According to the info received, the positioning of the cup was suboptimal. Event happened in (B)(6).